Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ¿dirty crack on the surface of tissue expander¿. The affected te did not touch the patient.

Event description:
Physician reported ¿dirty crack on the surface of tissue expander¿. The affected te did not touch the patient.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles on the shell. Leak test and microscopic analysis was performed which identified the unit does not leak and device appearance was of an uneven shell textured device. It might be related to the reported event, but meets the specification.